Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation following a traumatic event in which they were kicked and given blows to the leg area. It was noted that the patient's lead were in the ankle and neurostimulator was in the thigh area. The patient's device had no telemetry when interrogated with the healthcare professional's clinician programmer and the company representative's programmer. Additional info was requested.

Manufacturer narrative:
(B)(4).